Event description:
The customer reported falsely elevated architect prolactin results generated by the alinity I processing module for two female patients. These results were inconsistent with the results produced by other platforms. The following data were provided: customer¿s normal range for women: 5.18 to 26.53 ng/ml. Patient 1 (42-year-old): sample ID: (B)(6) first blood draw: architect prolactin result = 27 ng/ml, roche platform result = 13 ng/ml and 13 ng/ml. (B)(6) 2025 (second blood draw): architect prolactin result = 22.91 ng/ml chemiluminescence method = 13 ng/ml. Patient¿s historical result = 44 ng/ml. Patient 2 (47-year-old): sample ID: (B)(6) on (B)(6) 2025 (first blood draw): architect prolactin result = 47.39 ng/ml roche platform result = 16 ng/ml . On (B)(6) 2025 (second blood draw): architect prolactin result = 48.42 ng/ml, chemiluminescence method = 13 ng/ml, maglumi platform result = 15 ng/ml. Patient¿s historical result = 44 ng/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information were included; no additional patient information was available.

Manufacturer narrative:
The data and information provided by the customer were reviewed and supported the complaint issue without indication of any additional issues. A search for similar complaints did not identify an increase in complaint activity for lot 74400ud00. A review of tracking and trending for the architect prolactin assay did not identify any trends related to the complaint issue. A review of the device history record did not identify any non-conformances, potential non-conformances or deviations with lot number 74400ud00 and the complaint issue. The overall performance of the architect prolactin reagent was reviewed using field data from customers worldwide. The patient median result for the complaint lot was analyzed and found to be comparable to all other lots in the field, confirming no systemic issue for the lot. A review of labeling was performed and found to sufficiently address the customer's issue. Based on the investigation, no systemic issue or deficiency was identified with the architect prolactin reagent, lot number 74400ud00.

Event description:
The customer reported falsely elevated architect prolactin results generated by the alinity I processing module for two female patients. These results were inconsistent with the results produced by other platforms. The following data were provided: customer¿s normal range for women: 5.18 to 26.53 ng/ml patient 1 (42-year-old): sample ID: (B)(6) first blood draw: architect prolactin result = 27 ng/ml roche platform result = 13 ng/ml and 13 ng/ml. On (B)(6) 2025 (second blood draw): architect prolactin result = 22.91 ng/ml chemiluminescence method = 13 ng/ml. Patient¿s historical result = 44 ng/ml. Patient 2 (47-year-old): sample ID: (B)(6) 26nov2025 (first blood draw): architect prolactin result = 47.39 ng/ml roche platform result = 16 ng/ml. On (B)(6) 2025 (second blood draw): architect prolactin result = 48.42 ng/ml chemiluminescence method = 13 ng/ml maglumi platform result = 15 ng/ml. Patient¿s historical result = 44 ng/ml no impact to patient management was reported.